Event description:
Patient on low bed as part of fall prevention plan. Digital display on the bed after it alarms states "press any key to reset". It was discovered if the "bed exit" key is pressed, the alarm does not reset, but rather shuts off completely. Alarm was frequently going off as patient was restless/agitated. When pt found on floor, the bed was not alarming.manufacturer response for low bed, sizewise (per site reporter).====================== stated will contact manufacturer to edit the instructions on use.